Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g6.

Event description:
It was reported by the patient that the pod's pink slide only partial moved forward indicating a needle mechanism failure. It was also reported that the cannula inserted sideways.

Manufacturer narrative:
The pod was received with the soft cannula deployed. The fluid was able to travel the complete fluid path during fluid path testing. The investigation of the pod data showed that both priming sequences ran their expected number of pulses. The pod data showed no errors or abnormalities. Inspection of the needle mechanism assembly, environmental seal, and bottom housing found no damages or deficiencies that would contribute to an improper insertion or needle mechanism failure. The exact cause of both the reported unsure properly inserted and needle mechanism failure events could not be determined.